Event description:
The manufacturer received a report indicating that a trilogy ev300 ventilator did not pass the oxygen blending module (obm) electrical verification oxygen pressure (raw) preliminary system test. No patient harm or injury was reported or alleged in connection with this event. The customer has declined repair of the device at this time. As a result, no additional evaluation of the unit can be conducted. Based on the information currently available, further investigation is not possible. If any additional information is received, a follow-up report will be filed.